Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced as when the pump was squeezed it remained dimpled. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced as when the pump was squeezed it remained dimpled. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) pump at our quality assurance laboratory, the returned component underwent a thorough analysis. The momentary squeeze (ms) pump was microscopically inspected and functionally tested. Under microscopic examination blood/bodily fluid contamination was found within the pump, therefore it was not functionally tested. Based on the information available and analysis results, the reported clinical event of a dimpled pump was unable to be confirmed.